Event description:
Post a coronary stenting drug eluting treatment procedure, a thrombosis occurred. The lesion being treated was located mid left anterior descending (lad) artery. One year and nine months after the 2.50x24 mm taxus drug eluting stent was placed, the pt presented at the hosp with chest pain. The pt had stopped taking plavix two weeks prior to the event for an upcoming dental procedure. A thrombosis was found. A stent was placed at the distal edge of the previously placed taxus stent to correct the thrombosis. No add'l pt complications were reported.

Manufacturer narrative:
The cause of the difficulties experienced during the procedure could not be determined. The delivery device was disposed and the stent remained in the pt. Therefore, no analysis could be performed. A similar complaints review could not be performed as the batch number is unk. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined.